Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for possible high voltage damage was received. It was noted that the patient had an unrelated surgery where electrocautery was used three days prior to the alert. From the time the surgery was performed to the time the alert was received, the patient received inappropriate therapy for supraventricular tachycardia. It was suspected that the alert was inappropriately generated due to the surgery. The device was successfully reset and will be monitored.